Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had cassette not attached error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble and lcd lens scratched. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue. The most probable root cause was a bad latch lock flex. The latch lock flex was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.